Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that suddenly patient's ins moved and they were experiencing sharp pain and an odd sensation like numbness down the left side of the ins. They also stated that the area was bruised. Patient has tried to call the clinic several times however was only getting the voicemail. Patient reported that this happened when they stood up and felt it move. The ins was on the left side of the lower back and below the scar however now, the ins was above the scar and moved more to the left. There were no other traumas or falls related to issue. Patient was advised to followup with healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the muscle/tissue pocket ruptured therefore the battery was removed but the leads are still in place so that once the site heals, a battery can be replaced. No further complications were reported.